Event description:
It was reported that the device indicated low battery during test. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which information was provided on where the replacement battery can be purchased. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which needs to be ordered(provided information). The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device indicated low battery during test. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which information was provided on where the replacement battery can be purchased. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which needs to be ordered(provided information). The device remains at the customer site and no further evaluation is warranted at this time.